Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was impacted (around 300 mg/dl); however, the customer indicated that the food poisoning may have contributed to elevated blood glucose level. The customer reported that blood glucose levels were back to normal range after administering manual injections.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.